Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a perforation occurred. The pt presented with an acute inferior wall myocardial infarction with st elevation and chest pain. The ulcerated 80-85% stenosed lesion being treated was located in the proximal left anterior descending (lad). First the physician attempted to wire the 100% occluded diagonal (dx). A non-bsc guide catheter was placed, a non-bsc guidewire was used. Despite multiple attempts, the physician was unsuccessful in wiring the vessels due to the very sharp bend in the vessel. Ivus was performed and a 4.00x28mm taxus liberte stent was deployed in the proximal lad at 12 atm for 25 seconds. A 'frank wide-open' perforation was identified in the diagonal. Arterial pressure was noted to be dropping quickly. Balloon inflations were made to control hemostasis but there was still a frank dissection. The pt declined into full arrest and CPR was started and the pt was intubated. A 4.0x16mm non-bsc stent was attempted to be placed, but was unable to be passed. Emergent pericardiocentesis was performed. Four 5.0x18mm non-bsc stents were deployed in the ostial to proximal lad. An intra-aortic balloon pump (iabp) was readied. A 3.0 x 16mm non-bsc stent was deployed in the circumflex in an attempted to jail the lad. No heart movement noted. Pt was in a pulseless rhythm. Pt death occurred. Medications given included: reopro, heparin, nitroglycerin, and epinephrine.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.